Manufacturer narrative:
Evaluation summary: the returned device matched the report. The review of the risk assessment for the failure mode cause indicated the issue was within tolerance therefore no corrective actions were deemed necessary at this time. Manufacturing and / or material deficiencies were not verified. The drill broke had broken in a (forced) brittle manner. According to found damages the event was caused by improper handling. The event was not caused by a deficiency of the device.

Event description:
The pharmacist at the hospital, reported the following event, "the drill fractured inside the patient (gamma nail) during a surgery."

Event description:
The pharmacist at the hospital, reported the following event, "the drill fractured inside the patient (gamma nail) during a surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.